Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One tapered screw-vent dental implant (tsvwb11) was returned for investigation. Visual evaluation of the as returned implant identified a fractured collar and bone residue around the external threads due to usage. Additionally, the external threads were damaged probably during removal procedure. Functional testing could not be performed since the product was fractured. Device history record (DHR) review could not be performed since the lot number associated to the item was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. A year-long complaint history review by item number (tsvwb11) was performed for similar events and no complaint about nonconforming products was identified. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. Additional device information unknown / not provided. Email address was not provided. Premarket identification PMA/510(k) number k013227.

Event description:
It was reported that the implant at tooth site 19 fracture and was removed. Additional appointment required: yes, to place a new implant. Pain and inflammation also reported.

Manufacturer narrative:
Zimmer biomet complaint number cmp-(B)(4) the following sections have been updated: b4: date of this report. B5: describe event or problem. D4: additional device information. G3: date received by manufacturer. G4: premarket identification PMA/510(k) number k013227. G7: type of report, follow-up number. H1: type of reportable event . H2: follow up type . H3: device evaluated by manufacturer. H4: device manufacturer date. H6: adverse event problem. H10: additional narrative. One tapered screw-vent dental implant (tsvwb11) was returned for investigation. Visual evaluation of the as returned implant identified a fractured collar and bone residue around the external threads due to usage. Additionally, the external threads were damaged probably during removal procedure. Device history record (DHR) review for the lot (61102431) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Complaint history review was performed for the reported lot (61102431) and no other complaints were identified. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.